Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the mildly calcified and tortuous circumflex artery. The 2.50x15mm nc scoreflex balloon dilatation catheter (bdc) was advanced over the bmw universal guide wire to the target lesion. After successful dilatation, an attempt was made to remove the scoreflex from the guide wire however it remained stuck. The devices were removed together and outside the anatomy it was noted the guide wire was stretched and unraveled however remained in one piece. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty advancing and difficulty removing the catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire which likely led to the reported stretched and unraveled guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.